Manufacturer narrative:
Concomitant product: product ID 3889, serial# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery, it was difficult to insert the lead into the new ins. The physician reportedly tried to disconnect and reconnect the lead into the ins one more time. The screw of the connector block finally wasn¿t able to tighten the connection. Additionally, the lead showed impedances greater than 4000 ohms. The physician decided to explant all the devices and planned to implant a new system as soon as possible. It was indicated that hospitalization was required as a result of this event.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no anomaly. It was noted that the setscrew was backed out too far and a known good lead could be inserted completely into the connector port without difficulty. The ins met insertion force specifications.